Manufacturer narrative:
It was confirmed that the internal qc was acceptable. In the alarm trace, there were six sample short alarms and three abnormal aspiration alarms. Five of the sample short alarms occurred around the sample pipetting time in the event. This indicates a sample pre-analytical issue. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
There was an allegation of a questionable bilirubin total gen.3 result from the cobas c 503 analytical unit. The affected patient also had questionable bil-d gen.2 results. This medwatch will apply to the bilirubin total gen.3. Please refer to the medwatch with a1. Patient identifier: (B)(6) for the bil-d gen.2 assay. The initial result was 5.27 mg/dl, and the repeat result was 17.5 mg/dl. The sample was repeated again with a result of 5.22 mg/dl. A new sample was collected, and the result was 17 mg/dl. The initial result was repeated because it did not match the patient's history.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.